Event description:
It was reported that the pt underwent a spinal procedure, due to l1 burst fracture using posterior fixation at t12-l2 in 2007. Approx 6 months post op, it was found that both set screws at l2 backed out, and the rod had come loose. The pt was reportedly asymptomatic. The revision surgery is planned but the date is unk at this time.

Manufacturer narrative:
Device was not returned to the MFR for eval. Six month post op, x-ray demonstrates that rods have dissociated from l1 screws. It also shows some loss of lordosis and subsidence of interbody graft is likely. Little else can be determined without immediate post op films. Device history records for the possible lots which might be involved in the event were reviewed. No documentation was found that would indicated a non-conformance to specifications.